Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician used a neuron max 6f 088 long sheath (neuron max) to advance the 5max ace and a non-penumbra stent retriever to the target location. The physician reported feeling slight resistance while advancing the 5max ace but was able to engage the thrombus using the stent retriever. The physician then began aspiration, however, while retracting, the 5max ace broke into two pieces at the distal end. The physician was able to remove both pieces of the 5max ace because the guidewire was still within both pieces. The procedure ended at this point because the thrombus was able to be removed with the stent retriever. There was no report of an adverse effect to the patient.